Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-10027. It was reported that the patient presented for a lead revision. A chest x-ray revealed the right atrial lead had dislodged. During the procedure, it was noted that the right ventricular lead had also dislodged. Both leads were explanted and replaced. The patient was in stable condition.